Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/20/2018. Philip's field service engineer evaluated the device. During troubleshooting, a "backup alarm failed" error occurred. The power management printed circuit board assembly, central processing unit, data acquisition to motor controller cable and the motor controller bracket were replaced. The device passed performance verification testing and electrical safety testing.

Event description:
It was reported that the unit failed preventative maintenance with errors 100b (watchdog test failed). There was no patient involvement.